Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one of the carbide inserts to be missing from the grip tip. No adhesive residue was found on the connecting surface. No other damage was found at the instrument grip or clevis.

Event description:
It was reported that approximately 2 hours into a da vinci si hysterectomy procedure, while using the mega needle driver instrument, the tip of the instrument became dislodged and fell into the patient. The fragment was removed and the instrument was replaced with another instrument of the same type. The planned surgical procedure was completed and no patient injury, harm or adverse outcome was reported.